Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins became hot when they recharged and the cause of the event was unknown. The patient noted they would call the representative the next time they charged so they could be walked through changing the temperature on the programmer. The representative has not heard from the patient. Surgical intervention was not planned or scheduled. No further complications reported.